Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis malfunctioned and did not open drawers. A field service engineer (fse) performed the repair by replacing the ccib board and cabinet controller board, followed by coordination with medbank support for reconfiguration. Post-repair testing was completed with confirmation from medbank support that all drawers were functioning properly and all cubies were recognized. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower pyxis was malfunctioning and would not pop drawers open. It took five attempts earlier to retrieve a medication. When pharmacy came to count controlled medications, it could not be completed. Each time a controlled medication was attempted, it displayed "medication not found". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.